Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer service, the following was reported. On an unknown date, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report the patient was recovering from the peritonitis. Per the reporter, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11k26091 and h11h22152 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.